Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed battery out limit then had an unresponsive keypad. The blood glucose reading was 260 mg/dl. The customer stated that he could not clear the alarm. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.